Manufacturer narrative:
Additional information was received on april 29, 2016 that the surgeon was now able to remove the device and zimmerbiomet received the explanted devices for investigation. The device analysis is now on going. Where lot numbers were received for the devices, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn lag screw, 10.5 mm, 95 mm, including set screw on (B)(6) 2015 on the right side. A surgery was performed on (B)(6) 2016 during which the device should have been removed. It was also reported: "explantation: the lag screw wings broke by trying to remove the lag screw with the lag screw inserter. The nail and the lag screw are still implanted and have to be removed." The surgery was extended for 60 minutes. On (B)(6) 2016 the device could be explanted.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review as the devices are still implanted. One picture of an x-ray was received. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn set screw on (B)(6) 2015 on the right side. A surgery was performed on (B)(6) 2016 during which the device should have been removed. It was also reported: "explantation: the lag screw wings broke by trying to remove the lag screw with the lag screw inserter. The nail and the lag screw are still implanted and have to be removed." The surgery was extended for 60 minutes.

Manufacturer narrative:
It was reported that the patient was implanted a znn cmn lag screw, 10.5 mm, 95 mm, including set screw on (B)(6) 2015 on the right side. A surgery was performed on (B)(6) 2016 to remove the device, but the lag screw wings broke by trying to remove the lag screw with the lag screw inserter, the nail and the lag screw could not be removed." The surgery was extended for 60 minutes. On (B)(6) 2016 the device could be explanted. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Two x-rays were received for review. One x-rays is dated (B)(6) 2016 and the other one (B)(6) 2016. On both x-rays there are no damages of the lag screw visible. The explantation of the devices took place on (B)(6) 2016 whereby the lag screw was broken. Visual examination: the broken lag screw and a set screw were returned for investigation. The visual investigation shows that the lag screw tabs sheared off. No damages found on the set screw. Following root causes could be confirmed: within a not fully engaged and securely connected lag screw inserter/ lag screw retaining shaft. If the contact surface of the instrument and implant is too small, too high forces will be transmitted on the cam which leads to a fracture of this section. Note: as risk mitigation in the surgical technique it is mentioned that the lag screw inserter and the lag screw must be fully engaged and securely connected. It¿s also mentioned in the clinical evaluation report (cer) as general risk. Excessive bone ingrowth onto the lag screw due to long in vivo time of the implant system, which results in high forces being required to remove the screw in a revision case. Some cases are known were a removal was planned 25 months after implantation whereas a fracture should be united within 6-9 month. Note: in the cer it is mentioned that those kind of implants serve as temporary implants and normally are removed after 8-12 month. Any decision to leave the implant in the patient is upon individual decision of the hcp. Pathogenic bone diseases (e.g. Bone tumor) which affect mechanical properties of the bone (harder/ denser bone substance) note: this risk is already addressed in the IFU. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).